Event description:
It was reported by patient's daughter to medtronic neurosurgery that her father's peritoneal catheter had become blocked by stomach adhesions created from a unrelated stomach surgery some years ago. The patient was reported to not be able to walk or stand up alone. The catheter was revised to clear the blockage. The revision surgery was successful, however the patient died on (B)(6) 2013 while recovering from the surgery in ICU. It was also reported that the patient had a history of bad reactions to surgeries, and that he went into a coma for week after an unrelated back surgery on (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.